Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was charging slowly, increasing from 5-10% charge over a period of 30 minutes. The customer changed the charging cable, adaptor, and outlet twice and subsequently received a power source alert each time. The customer's blood glucose level was 167 mg/dl. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.